Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that the PICC tube was placed, the guide wire was placed smoothly, and the vascular sheath was ready to be placed. A small split was found at the front end of the vascular sheath, about 2mm in length, and a new vascular sheath was immediately replaced. No other information provided.